Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was found that the hard disk drive was creating the delay. An attempt to speed up to the system by removing patient files had limited success. The hard disk drive was replaced and the software reloaded. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 was taking a very long time to initialize creating delay. There was no adverse patient involvement reported. There was no patient information reported.